Event description:
It was reported that customer observed large pea-sized air bubbles or gaps in canister during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing and confirmed that large air bubbles or gaps did not remain after priming with fill tubing feature, issue was resolved, and insulin therapy was resumed with understanding of provided guidance.